Manufacturer narrative:
(B)(4).teleflex received the device for investigation. The reported complaint of helium loss alarms is confirmed. The returned iabc was found damaged near the iabc distal tip, and the central lumen was broken and leaking at this location. No other leaks were detected during functional testing. The broken central lumen can cause helium loss alarms. The root cause of the broken central lumen is undetermined, but a potential cause is due to patient movement. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was in used, the staff have been receiving persistent helium loss alarms. The patient was repositioned and the intra-aortic balloon pump (iabp) was placed in 1:2 without resolution. The patient was scheduled to have iab removed in the morning. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in used, the staff have been receiving persistent helium loss alarms. The patient was repositioned and the intra-aortic balloon pump (iabp) was placed in 1:2 without resolution. The patient was scheduled to have iab removed in the morning. There was no report of patient complications, serious injury or death.